Event description:
It was reported that this tachy device was in an attempt for defibrillation threshold (dft) test. However, the induction was failed. As of this time, this device remains in service. No adverse patient effects were reported.